Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the full lead was returned where it was discovered that the distal conductor was obstructed with blood/fluid that is suspected to have entered the lead through the stylet hole on the pin as there was no breach of the inner insulation discovered during analysis. There was blood/body fluid in/on the helix mechanism.

Event description:
It was reported that during implant it was difficult to remove the stylet from the lead and once removed, another stylet could not be inserted into the lead to complete the implant. The lead was removed and a different lead was implanted. No patient complications were reported as a result of this event.